Event description:
It was reported that during a procedure, the instrument did not fire, and a strange noise was heard. The surgeon was able to press the green safety button but was unable to squeeze the handle. The device was replaced, and another company¿s product was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 - concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p4k1076). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection, the instrument did not fire, and a strange noise was heard. The surgeon was able to press the green safety button but was unable to squeeze the handle. The reload was replaced, and another company¿s product was used to complete the procedure. No patient complications have been reported as a result of this event.